Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cubie pocket showed read/write error. A field service engineer replaced retractor band and reseated the row board cable to resolve this issue. The system functioned as intended after field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary displayed an error on read, write, or invalid cubie memory. The customer reported that the user was unable to remove the medication for the patient due to the malfunction and resulting in delay in dispensing medication. There were no adverse events or injuries reported based on this event.